Manufacturer narrative:
The lead was returned in two pieces. The lead was cleaned and the helix was able to be extended and retracted and was within specification. Electrical testing was performed and no anomalies were noted. The damages found were consistent with those occurring at the time of explant. The reported event could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricular lead showed high threshold (> 5v). Other measurements were in normal range and stable. The old lead was explanted and a new ventricular lead was implanted. The physician stated that the cause of the high threshold is due to physiological factors. The patient is in stable condition.